Event description:
It was reported that the needle had difficulty deploying. A radiofrequency ablation procedure was being performed on a tumor for a patient with liver cancer. The leveen super slim was being used for this procedure. When attempting to deploy the array, obvious resistance was met and it could not be completely opened. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/12/2018 01:02 pm CT. The report number is being corrected from: 2134265-2018-63905 to: 2134265-2018-62068.

Event description:
It was reported that the needle had difficulty deploying. A radiofrequency ablation procedure was being performed on a tumor for a patient with liver cancer. The leveen superslim was being used for this procedure. When attempting to deploy the array, obvious resistance was met and it could not be completely opened. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported. Device evaluated by MFR: the returned product consisted of one leveen needle electrode and the electrode cable. The electrode was received with the tines in closed/retracted position. No visual defects were noted, the returned product looks under good conditions without evidence of damages or anomalies. During functional inspection the handle was actuated moving it forward and backward and the tines could be extended and retracted properly without any issues.